Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent a breast augmentation primary with a mentor smooth round moderate profile, 375cc breast implant has experienced fibromyalgia, joint swelling, pain, digestive issues, gastrointestinal issues, infections, lethargy, feels like she is dying, blurry vision, pleurisy, breathing issues post procedure. As result, patient scheduled for bilateral removal without replacement on (B)(6) 2023. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).